Manufacturer narrative:
The technician replaced the power control module to repair the bed.

Event description:
Info received indicates the bed has no electrical, gci or manual functions working and there are no service required indications.